Event description:
It was reported that the patient attempted to send remote transmission but was unsuccessful. The pacemaker (pm) was not able to communicate with the patient's home monitor due to loss of rf telemetry. Programming changes were performed and telemetry was restored. Patient condition was stable.